Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the following reportable events: defect of the image was found. The image is failure due to the effect of foreign matter adhering to the tip of the lens. The connection point between the light guide connector and the video cable was loose. Loose of the connection point between the light guide connector and the video cable were found, caused by a component failure of the connection point between the light guide connector and the video cable. There was no patient involvement.